Event description:
Pt had bilateral mastectomies with bilateral breast implants 1974 due to severe fibrocystic disease of the breast. Diagnosed in 1993 with bronchogenic malignancy. Pt developed in right breast (sic) and MRI showed leakage of silicone implant. On 8/2/94 had removal of ruptured right breast implant with marked calcification and capsule contracture; removal of intact left breast implant with moderate calcification and capsule contraction. Implantation of bilateral saline filled implants.